Event description:
It was reported that there was an automated impella controller failure (red alarm). The aic was restarted. Remote monitoring was not possible due to the impella connect not connecting after restarting. There was no patient harm as a result of the issue.

Manufacturer narrative:
The investigation for the reported console alarm issues has been completed. The console was returned for evaluation. Functional testing found that the unexpected shutdown and corresponding alarm was caused by unresponsive software process. Data logs show an unexpectedly shut down and then restarted, but the reported alarm was presented after the restart - there were no alarms prior to the shutdown. The root cause of the reported alarm issues was a 3rd party software issue. Added- b5 event description, d9 device return date d4-updated model number.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support.